Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An accudrain without the anti-reflux valve was involved in an incident and was described as follows; on (B)(6) 2010, a female pt with a spontaneous intraventricular hemorrhage had an (icp) intracranial pressure and (evd) external ventricular drainage insertion. Copious amounts of cerebral spinal fluid (csf) drained with the icp insertion. It was not apparent that the drain would not drain since at the time of the insertion so much csf had already drained. The drain was in use a few hours when the icp began to rise and there continued to be no csf drainage. It was suspected that the drainage catheter was clogged with blood debris internally since there was no drainage in the catheter. The neurosurgeon tried to aspirate/flush the catheter (still suspecting that the drainage catheter was clogged), but when this was not the problem, a syringe was used to attempt flushes/aspirations from all stopcocks/y ports on the drainage. The area where you could not flush anything through the drainage system was identified. The pts' csf/blood had never drained at this point. The malfunctioning system was removed. Another drainage system was attached and the csf drainage began. The pt did not incur any injury as a result of this incident.